Event description:
--

Event description:
Additional information was received that the device was subsequently explanted twelve days later and is expected to be returned for analysis. It was noted that there was concern expressed over the devic's battery prematurely depleting. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. Boston scientific technical services (ts) was consulted and advised that a device replacement procedure should be scheduled. No adverse patient effects were reported. An email was sent to the field representative in an attempt to obtain additional information from the clinic.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient was scheduled for a device replacement procedure in a few weeks. No adverse patient effects were reported.